Event description:
The consumer was coming out of her bathroom when the walker allegedly broke, causing her to fall and fracture her ribs. Serious injury is alleged.

Manufacturer narrative:
Manufacturer contacted user. No confirmation received on alleged injury. Product has not been returned for evaluation at this time. As a conservative measure MDR filed based on injury.